Manufacturer narrative:
Patient weight was not provided by the site. A medtronic representative went to the site to test the equipment. The rep found that filter ladder was not homing. The rep adjusted the filter ladder screw and the system rehomed multiple times without issue. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
A medtronic representative reported that during a spine fusion case the imaging system showed an "error initializing collimator". They rebooted the system 3 times before bringing in another imaging system. This caused 30 minute delay to the case. There was no impact to the outcome of the patient.